Event description:
It was reported that via (B)(6) several noise reversions were noted on the ventricular channel. The device ventricular sensitivity was decreased. The patient would be re-evaluated at next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.